Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an out of box failure due to a screen freeze. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code relating to a 'system version mismatch user interface' was found in the device's error log. The service technician states that the latest software was installed to address the issue. Additionally, the service technician confirmed the out of box failure and stated that the display liquid crystal display (lcd) was not functioning. The display printed circuit assembly (pca) board was replaced to resolve the screen freeze. Additionally, two not-reportable error codes relating to 'inlet filter black' and 'comms fail user interface' were found in the device's error log. The air inlet foam filter was replaced and the replacement of the display pca resolved both of these errors. The device passed testing.